Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned. Cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had severe calcification and stenosis preventing successful delivery of impella. Device history lot: device lot: 1947114 device history batch: subcomponent lot: n/a device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment: a 76-year-old male with a limited medical history and obesity awoke with severe chest pain. Emergency medical services were activated. Upon arrival to the emergency department, the patient experienced pulseless electrical activity cardiac arrest and underwent approximately thirty minutes of cardiopulmonary resuscitation using a mechanical compression device, after which return of spontaneous circulation was achieved. The patient was admitted with cardiogenic shock and transferred to the cardiovascular laboratory with the intent to place an impella cp for circulatory support. During advancement of the impella cp toward the aortic valve, fluoroscopic imaging demonstrated severe calcification and stenosis of the aortic valve. Multiple attempts were made to cross the valve, but these attempts were unsuccessful. Due to the patient¿s ongoing hemodynamic instability, the decision was made to abandon impella placement and proceed with percutaneous coronary intervention (pci) of the left anterior descending coronary artery. Using a single vascular access approach, a seven-french guide catheter for pci was advanced, and a stent was placed in the left anterior descending coronary artery. Following stent placement, the patient experienced another cardiac arrest. During active cardiopulmonary resuscitation, additional attempts were made to insert the impella device; however, these attempts were unsuccessful. Despite continued resuscitative efforts, the patient could not be stabilized and was pronounced deceased. While impella cp will be coded for the patient¿s death, this was more likely due to the patient¿s underlying shock and failure to advance the pump was likely due to the aortic valve severe calcification and stenosis which is a contraindication for impella cp per the instructions for use manual. No device malfunction was reported, and decisions regarding device use were based on the patient¿s anatomy, instability, and clinical condition.